Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a pilon fracture procedure the rep had to go through multiple trays to find a working ar-8950rh ratcheting handle. A quantity three ar-8950rh would not ratchet either way. During the same procedure the tip of the ar-13120g-2, mini depth guide snapped off and a second one had to be opened. The sales rep reported the case was completed and there was no harm or injury to the patient. Additional information has been requested. Additional information received on 03/18/2020: the rep reported all broken pieces were fully accounted for as no pieces broke while in the patient. The depth guide needle broke and went flying into the corner of the operating room, and the ratcheting handles were discovered broken before they were used on the patient. The sales rep reported the case took longer than expected so the patient was undoubtedly exposed to a longer dose of anesthesia. The case was completed by using the depth gauge from the 3.0mm instrument caddy as it fits in the holes drilled with a 1.7mm drill bit.